Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2007. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a non-sustained tachycardia episode, intermittent t-wave oversensing (twos) was observed post bi-ventricular pacing. The sensitivity was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.